Event description:
It was reported that the right atrial (ra) lead was undersensing p-waves. The ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224drg ICD; implanted:(B)(6) 2009. (B)(4).